Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with a button, passed the self-test, and communication was successful between the meter and pc. Extended investigation has also been performed. The insulin calculator at the time of the complaint was reviewed and it was determined that the calculator is working correctly. No malfunction or product deficiency was identified. This also serves as a correction report. Section d-1 (brand name) was incorrectly documented in the initial MDR 30 day report. Section d-1 has been updated.

Event description:
The customer reported her adc blood glucose meter insulin calculator ratio amount was off and she became hypoglycemic. The customer was unable to self-treat and the ambulance was called. The customer was diagnosed with hypoglycemia and receive treatment by an hcp however, treatment details are unknown. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle insulinx meter was reviewed and the dhrs showed the freestyle insulinx meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc blood glucose meter insulin calculator ratio amount was off and she became hypoglycemic. The customer was unable to self-treat and the ambulance was called. The customer was diagnosed with hypoglycemia and receive treatment by an hcp however, treatment details are unknown. No further information was provided. There was no report of death or permanent injury associated with this event.